Event description:
It was reported that the central control monitor (ccm) display would go out intermittently. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval is in progress, but not yet concluded.